Manufacturer narrative:
Product event summary: an image was returned and analyzed. The image was of a 3d map. The image was reviewed and confirmed left ventricle ablations were performed with pulse field energy. The reported clinical issues could not be confirmed through analysis. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure following a pulse field ablation in the left ventricular (lv), estimated to be more than 3 centimeters (cm) from the right ventricular (rv) pacer lead, caused complete asystole, emergent pacing initiated from the catheter, after which lead capture returned. A subsequent radiofrequency (rf) lesion, positioned slightly closer, again caused loss of capture, with pacer spikes observed but no qrs complexes; capture subsequently returned. Post-operative device interrogation revealed an increase in lead threshold from 0.75 to 1.75 and a decrease in system impedance. An error on the pacemaker indicated "high voltage circuit damage detected," and permanent damage to the high voltage circuit was noted. The procedure was aborted and the patient was under general anesthesia. The patient's hospitalization was extended overnight instead of same-day discharge. Energy interfering with cardiac implantable electronic device (cied) will require the patient to get a new generator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.